Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered 3 infusion sets cannula kinked events within 3 hours after insertion. The blood glucose level was reported 649 mg/dl to almost 700 mg/dl and small ketones due to which the patient was hospitalized and treated with IV and fluids of saline and insulin. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.